Event description:
The patient reported that the implantable neurostimulator (ins) was not holding a charge as long as it used to, they were charging too frequently, and it was inconsistent in that regard. They were getting good coupling and there was a time in the past when it seemed that the implantable neurostimulator (ins) battery was not advancing, even though they had good coupling. After they stopped and restarted it again, it would advance. There had been instances of the ins turning off, they checked the ins afterwards and it showed having a charge but off. The patient then turned it back on. The patient stated that they had not changed programs but had changed settings on occasions. It was confirmed that there were no previous overdischarge events and that they charged it right away if it depletes. The patient was redirected to their health care professional (hcp) to check implant/programming. This event was for the last few weeks, (B)(6) 2016. Other relevant medical history includes failed back surgery syndrome and spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.